Event description:
The device was applied during a laparoscopic cholecystectomy procedure. The knife blade would not retract upon entry. The surgeon removed the obturator and completed the procedure. The hosp has reported that no pt injury occurred. Expiration date: 6/30/2001.